Event description:
It was reported that the tip of the driver fractured into the plug during the procedure. The tip was removed, but resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use: "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."